Event description:
The patient experienced symptoms of infection: high fever, delirium, and increased spasticity were noted. An lp (lumbar puncture) was performed without using x-ray when the patient was admitted to the hospital. The reporter was concerned the lp may have damaged the pump's catheter. Drug delivered via the device was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.

Event description:
Additional information received reported that six unsuccessful lumber puncture attempts were made before the health care professional complete the procedure. Per the reporter, the patient was having "tons of very concerning signs but it was difficult to know what is what at this point."

Manufacturer narrative:
(B)(4).